Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that their blood glucose (bg) was rising even after taking a bolus. Blood glucose value at the time of event was 340 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was experienced high blood glucose for greater than 4 hours. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Carelink was reviewed. Smartguard was in use and all boluses were given using smartguard bolus estimate unless otherwise specified. Carelink review found that customer¿s average reservoir volume after fill is between 70u and 85u after rewind. Total daily dose is 18.3u. The last rewind prior to the reported event was on 21-feb-2026 (00:42) with 10u tubing fill, 0.4u cannula fill, reservoir volume after fill 79u. Sg 92mg/dl (12:11), rewind (12:13) with 9.4u tubing fill, 0.4u cannula fill, reservoir volume after fill 73u. Two boluses were given for grams cho (12:21 and 13:15). Over the next few hours sg levels increased reaching sg 341mg/dl (14:21), auto corrections were given and high alerts were cleared. A rewind was completed at 14:27 (9.6u tubing fill, 0.4u cannula fill, reservoir volume after fill 80.9u). Smartguard was turned off, manual bg entry 347mg/dl, manual bolus 2.0u (14:29), smartguard turned back on. Another manual bolus was given with smartguard turned off (1.5u at 15:41). Smartguard was turned back on and sg levels decreased (129mg/dl 15:21). Based on the review of carelink personal, the call note and medical expertise the relationship overall of the device to the event is most likely. While the pump performed as designed delivering insulin based on sg readings and there were no pump errors, it is unlikely related to the pump or possible under delivery. Regarding bent cannula, the customer reported the cannula was bent and carelink confirmed a rise in sg levels immediately following a rewind/set change. Sg levels decreased when customer replaced the infusion set, which was also reported in the call note. The product labeling material was reviewed and the primary harm is documented in product labeling. The risk management file (rmf) was reviewed and the primary harms and their severity are thoroughly documented. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.